Event description:
It was reported that while powering on the programmer the screen went white. The 2090 service diskette was run, but an error message generated afterward. The programmer was returned for service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.